Event description:
Procedure type: vats lobectomy. According to the reporter: the device fired one third of the of the linear range. The stapling speed was also slow. The surgeon pressed the blue button for about ten seconds, however the staple did not advance. The tissue was released from the jaws. The surgeon hand sewed to complete the procedure. Operating time was extended over 30 minutes, with no adverse event related to the extension in time. The device will not be returned. The patient is under observation.

Manufacturer narrative:
(B)(4).